Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead exhibited high impedances and increased thresholds when in bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c31 tissue valve, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced a substantial increase in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.